Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause is known risk of the surgical procedure and possible patient risk factors. Not related to the implants. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: ifuse implant, p/n 7030-90, lot# i0a47, manufactured 06/20/14, expires 2019-06, UDI (B)(4), ifuse implant, p/n 7040-90, lot# 493342, manufactured 06/20/15, expires 2020-06, UDI (B)(4), ifuse implant, p/n 7050-90, lot# 363338, manufactured 04/08/15, expires 2020-04, UDI (B)(4).

Event description:
In (B)(6) 2015, the patient underwent an si joint arthrodesis where three implants were placed. The surgeon later reported in (B)(6) 2016 that the patient suffered a mild heart attack while in pacu. The patient spent additional time in the hospital for observation and was then discharged. Medical evaluation indicates that the patient had known risk factors for increased operative risk including a history of diabetes. The patient suffered no major sequelae from the heart attack. The heart attack was related to the surgical procedure but was not related to the implant.